Event description:
Customer reported the alarm sounds intermittently. Batteries have been replaced with a new supply. Customer also reported there is no physical damage to the outside of the alarm. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. The nurse call light turns off intermittently at the nurse cll test fixture when the nurse call cable is moved. The unit passes all other functional tests. In addition, the battery door contacts are corroded due to battery leakage. Note: instructions for use state: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).